Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a distributor. It was reported that during a procedure on june 26th after about 5 minutes of surgery, the hcp noticed that function of cut and coag were exchanged. The hcp checked the setting of the generator but didn¿t find any problems. It was noted that since the blade could still cut and coagulate the hcp used the blade to complete the surgery. It was the initial use of the blade and there was no error message on the generator. It was noted the same generator could function properly with other blades. It was noted that there were not patient symptoms or complications related to the event. The patient was listed as alive with no injury at the time of the report. Additional information from the hcp via a distributor clarified that when the cut button was depressed the coag was activated and the coag was depressed the cut function was activated. The issue was identified during a tonsillectomy and adenoidectomy. It was noted the interventions or troubleshooting tried were the hcp reconnected the blade, checked the connections of other accessories, restarted the generator, but those actions did not resolve the problem. It was noted the information was confirmed the physician/account.